Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the account stated that the staples did not form correctly in the staple line. The case was completed with no patient consequence. Staples were malformed, looked like staples never hit the pockets to form b-shape staples. Proximal and distal portions of staple line were formed, about 40mm of the inside portion were malformed. Do you know what issues they had with the cartridges during the procedure? None. What powered echelon were they using? Ple60a. Do you know if the devices are available to be returned for analysis? Yes. Surgeon name? Dr. (B)(6). On what tissue type was the device used? At what location on the tissue? Small bowel (jejunem). On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First firing. During which stroke did the event occur? Powered echelon was used. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No buttressing material used was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? None. Is there any other additional information you would like to share about this device or procedure? None. Ees representatives and the surgeon discussed possible causes of failure modes reported. Sotm messages to include proper cartridge selection and cleaning/swishing of the device between firings were given as possible solutions moving forward.